Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37612 lot# serial# (B)(4) implanted: 2015 (B)(6). Explanted: product type implantable neurostimulator. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that there was an impedance issue. The manufacturer representative reported that impedance measurements had been taken and one combination of electrodes is low. An x-ray had been performed and it appeared that there was a break in the lead measuring approximately one quarter of an inch. Impedance measurements were taken at 3.0 volts and measured as c-8 826, c-9 885, c-10 651, c-11 651, 8-9 1030, 8-10 934, 8-11 925, 9-10 874, 9-11 871, and 10-11 40. The results indicated low impedances. The caller did note that the patient's other side was fine. It was explained that the out of range electrodes were being used in the current programming, and causing therapy problems. The patient is programmed on 10+ 9- and the patient was seen in the office due to having a return of symptoms. The caller mentioned they were considering replacing the lead. It was later confirmed that the patient was scheduled for a right lead revision/replacement on (B)(6) 2016.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient's therapeutic efficacy decreased. An x-ray performed on (B)(6) 2016 revealed a break in the right lead just superior to the extension connector. The broken lead was surgically replaced on date notified, resolving the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.